Manufacturer narrative:
A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that upon completion of a left heart catheterization, the involved tr band was placed on the right wrist. While removing the 6f glidesheath slender the hub became separated from the catheter portion of the sheath. The scrub tech immediately removed the catheter portion of the sheath and patent hemostasis was achieved. The patient is stable. Estimated blood loss was less than 250 ccs. The patient was not injured during the event and medical/surgical intervention was not required. Catheters and wires used to obtain left heart images and pressures.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation from the hub because the sample was not returned for assessment. The exact root cause could not be determined. The likely cause is that the sheath hub connection was weakened at some point during procedure and tensional forces during withdrawal caused the hub to separate from the sheath. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).